Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the nozzle (objective lens glue/lg-lens glue/a-rubber/insertion section)¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign objects found in the adhesive around the objective lens and the light guide lens, the plastic distal end cover, the bending section cover, the connecting tube, the upward/downward knob, and the right/left knob, other evaluation findings are as follows: the illumination was uneven due to breakage of the light guide bundle, the image had black dots due to damage on the charged coupled device unit, water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover adhesive was detached, the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire, the suction cylinder was shaved, the light guide bundle had breakage, and there were scratches on the protector of the universal cord on the suction connector side, the scope cover, the grip, the switch box, the universal cord, switch#1, the suction connector, and the scope connector cover unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a light problem that was found during maintenance. Additionally the angulation was low, the biopsy channel was deformed, the connecting tube was discolored, and there was low light output due to the light guide bundle breakage. There was no report of patient harm. The device was returned, evaluated, and there were foreign objects in the following parts: the adhesive around the objective lens and the light guide lens, the plastic distal end cover, the bending section cover, the connecting tube, the upward/downward knob, and the right/left knob. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.